Event description:
A medtronic representative reported that, while in a spine fusion procedure, a spine clamp was damaged and could not be tightened properly. A second spine clamp was used to continue the procedure with no issues or delays. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement spine clamp shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds the clamp face is slightly bent to one side and the adjustment screw is stripped in the middle of the travel causing difficulty adjusting the clamp face. Also, the retainer ring on the tip of the screw is stretched from over tightening allowing some play in the clamp face. Mechanical failure, screw threads stripped, directly caused this event.